Event description:
Event was reported to caldera medical by an atty. The patient experienced pain, bowel problems,urinary problems, urinary infections, recurrence, dyspareunia, and other injuries as they become apparent. No further info has been provided.